Event description:
It was reported that the heating tube could not be inserted. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D4. Serial number, UDI, and h4. Manufacture date are unknown; no information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received. Per visual inspection, no abnormalities were found in the appearance of the device. The heating tube cannot be inserted, was verified by functional testing. The complaint was confirmed. The root cause was insufficient grease application to the o-ring. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Greased the o-ring to correct the issue. The device passed all functional tests after repair.